Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/02/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) /2016. Calibration was not performed after experiencing inaccuracies. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 09/08/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.